Event description:
84 yr. Old woman was fitted with an aircast pneumatic walker. Aircells may have been overinflated. Patient later developed fluid filled blisters. Patient apparently was non communicative with alzheimer's and as a nursing home resident apparently did not have the benefit of frequent visual checks as per instructions of the orthotist.